Event description:
Caller reported inform blood glucose results of 471 mg/dl and 148 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 455 mg/dl and 163 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.